Event description:
Event description guidant received information that an unknown unipolar epicardial lead associated with this pacemaker had dislodged, resulting in loss of capture and an intrinsic rate of 35bpm. A temporary pacemaker was then used to ensure pacing therapy. It was unknown if the unidentified lead was repositioned or remains in service.